Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was failed and need recovered. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: chi health creighton university medical center bergan mercya review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed and need recovered. A field service engineer (fse) identified tower door 4 failure upon arrival, replaced it with a new style latch, and verified proper operation through hardware test application with successful drawer recovery by the customer. The system functioned as intended after the field service engineer repaired the device.